Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable cardioverter defibrillator (ICD) exhibited far r-wave over-sensing which triggered inappropriate automatic mode switch (ams). Programming changes were discussed, no intervention was reported. There were no patient consequences.

Event description:
New information received notes the programming changes were performed.